Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the foot section will drift down with out weight upon the bed.